Manufacturer narrative:
The insulin pump had a blank display due to the battery tube threads (the battery cap was unable to make contact with the battery tube). The displacement test, rewind, seating, and basic occlusion test could not be performed due to a blank display. The unit had a cracked reservoir tube lip, a cracked case at the battery tube side, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called to report that the insulin pump was cracked and a piece fell off. The customer's blood glucose level was unknown. The customer's device was replaced and returned for analysis.